Manufacturer narrative:
A gehc service representative performed a checkout of the equipment. The display central processing unit was replaced. The customer contact reported there is no patient information available.

Event description:
The hospital reported the unit had a system failure. The clinician reportedly cycled power and continued the case. There was no reported patient injury.